Event description:
A customer reported to beckman coulter inc. (Bci) that the coulter prepplus 2 intermittently failed to sense that there is no reagent in the vials and delivered no reagent to the test tube. One cd5 result was reported with erroneous results. Raw data revealed initial cd5 value was 4.67% (reported as negative) and repeat cd5 value was 94% and the correct value was reported the next day. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Controls run before and after the event were within the customer's established ranges. A field service engineer (fse) was dispatched on-site and confirmed the problem of incorrect pipetting of the antibody reagent by the prepplus2. Troubleshooting activities by field and technical support personnel took place from 08/19/2010 through 08/26/2010. Root cause is attributed to antibody missing from the tube due to incorrect pipetting by the prepplus 2. The customer is manually checking all sample tubes that are prepared with the prepplus 2 to ensure none of them are missing antibody until replacement units are installed.